Event description:
Pieces of cotton stuck inside [foreign body in reproductive tract]. Tampons falling apart inside [device breakage]. Case description: consumer reported via e-mail that tampons are falling apart. No serious injury reported.

Event description:
Pieces of cotton stuck inside [foreign body in reproductive tract]. Tampons falling apart inside [device breakage]. Cause was traced to design [product design issue]. Case description: consumer reported via e-mail that tampons are falling apart. No serious injury reported. (B)(6) 2021: cause was traced to design. Action plan is in place.

Event description:
Pieces of cotton stuck inside [foreign body in reproductive tract]. Tampons falling apart inside [device breakage]. Consumer reported via e-mail that tampons are falling apart. No serious injury reported.